Event description:
A female pt had a heavily calcified aorta. When the catheter was being pulled back over the .035 wire, the tip of the catheter broke off inside the pt. The physician had to snare the separated piece to remove it.